Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this elderly patient on peritoneal dialysis (pd) had an infection and needed manual solution for antibiotic therapy. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient was seen on the outpatient pd clinic. The patient had a pd culture obtained (the same day) which generated no organism growth and an elevated white blood cell (wbc) of 14,0000. The patient was treated intra-peritoneal (ip) with the antibiotics vancomycin 1.5 grams and ceftazidime 2 grams on an outpatient basis. The patient is reportedly recovering from the event and continues pd treatment with the same cycler. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse indicated the peritonitis was attributed to an internal source from the patient having concomitant diarrhea.